Event description:
Plaintiff alleges the development of latex allergy from the exposure to latex gloves. As a result, plaintiff alleges that she may no longer work as a registered nurse at a medical facility and is now subjected to increased health risks and is subject to one or more anaphylactic reactions to latex products. Plaintiff's spouse, alleges loss of consortium of his wife.